Manufacturer narrative:
Received one speedband device for inspection. It was noticed that the trip wire was secured in the handle and the crimp was present on the trip wire. The suture was intact and attached to the trip wire loop. A visual examination of the ligator head found four bands were moved out of their original position. It was also noted that the ligator head teeth were bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issues were noted with the handle assembly. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
This report pertains to one of two devices (10058475) used during the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an esophagogastroduodenoscopy (egd) with esophageal variceal banding procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the bands were tangled on the ligator head and would not deploy. The device was then removed from the patient and once outside the patient, the physician attempted to deploy band and it worked fine. Reportedly, the device was reinserted and it deployed some bands. The same issue occurred with second speedband superview super 7 device, and the procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty when setting up the device. There were no serious injury or adverse patient effects reported as a result of this event.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices ((B)(4)) used during the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an esophagogastroduodenoscopy (egd) with esophageal variceal banding procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the bands were tangled on the ligator head and would not deploy. The device was then removed from the patient and once outside the patient, the physician attempted to deploy band and it worked fine. Reportedly, the device was reinserted and it deployed some bands. The same issue occurred with second speedband superview super 7 device, and the procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty when setting up the device. There were no serious injury or adverse patient effects reported as a result of this event.